Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting. Customer changed the pump supplies and resumed insulin delivery.